Manufacturer narrative:
(B)(4). The device was manufactured february 27, 2014 ¿ march 4, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed that there were white particles between 0.15 and 5.12 mm in size, floating in the solution of the bladder. The particles were in the fluid path. The particles were determined to be acrylic via ft-ir spectrophotometer scanning. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had particulate matter within the reservoir. This was identified during filling. There was no patient involvement. No additional information is available. This is report 3 of 4.